Manufacturer narrative:
Results evaluations codes (other): smiths medical is unable to fully evaluate this report as the user facility did not retain the catheter used in this event. A review of our manufacturing records show no problems noted that would explain report. A review of our complaints database shows this to be the first report, on this catheter, for this issue. Due to not having the sample to investigate, we are unable to confirm customer's report. As we have not had any similar reports we feel that this is an isolated event.

Event description:
User alleges one incident where they could not flush the medication through the catheter. When the doctor pushed the fluid firmly through the catheter, spring like pieces came through the end of the catheter. The catheter was not used on a patient.